Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and procedural haemorrhage ("hemorrhaged during surgery") in an adult female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena in 2007. In (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and feeling abnormal ("fogginess"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, allergy to metals, dyspareunia, fatigue, weight increased and feeling abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results: on (B)(6)2012 patient underwent essure confirmation test (hysterosalpingogram). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and procedural haemorrhage ("hemorrhaged during surgery") in an adult female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena in 2007. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and feeling abnormal ("fogginess"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, allergy to metals, dyspareunia, fatigue, weight increased and feeling abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results: on 2012 patient underwent essure confirmation test (hysterosalpingogram). Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received, lot number received, lab data added. Events added: abnormal bleeding (vaginal, menorrhagia), vaginal infection, migraines / headaches, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, fogginess and haemorrhaged during surgery. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and procedural haemorrhage ('hemorrhaged during surgery') in an adult female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena in 2007. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and feeling abnormal ("fogginess") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping") and abdominal rigidity ("tightened stomach is unreal"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, allergy to metals, dyspareunia, fatigue, weight increased, feeling abnormal and abdominal rigidity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal rigidity, allergy to metals, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: result: unavailable. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: pelvic pain, abdominal rigidity". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: information received via social media. Event¿ tightened stomach is unreal¿ was added. Reporter, treatment medication was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena in 2007. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy flow"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain when sex"), fatigue ("fatigue/always tired") and feeling abnormal ("fogginess") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), procedural haemorrhage ("hemorrhaged during surgery"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping"), abdominal rigidity ("tightened stomach is unreal"), dizziness ("lightheadedness"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("bloating "), peripheral swelling ("swelling in feet,hand "), swelling face ("swelling in face"), joint swelling ("swelling hip,back and knee"), arthralgia ("ankle pain"), amnesia ("short-term memory loss"), mood altered ("moodiness") and ovarian cyst ("ovarian cyst"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, allergy to metals, dyspareunia, fatigue, weight increased, feeling abnormal, abdominal rigidity, dizziness, anxiety, depression, abdominal distension, peripheral swelling, swelling face, joint swelling, arthralgia, amnesia, mood altered and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, allergy to metals, amnesia, anxiety, arthralgia, depression, dizziness, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, mood altered, ovarian cyst, pelvic pain, peripheral swelling, procedural haemorrhage, swelling face, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: result: unavailable. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: pelvic pain, abdominal rigidity". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events added- lightheadedness, anxiety, depression, bloating, swelling in feet/hand, swelling in face, swelling hip,back and knee, ankle pain, short-term memory loss, moodiness, ovarian cyst. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena in 2007. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy flow"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain when sex"), fatigue ("fatigue/always tired") and feeling abnormal ("fogginess") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), procedural haemorrhage ("hemorrhaged during surgery"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping"), abdominal rigidity ("tightened stomach is unreal"), dizziness ("lightheadedness"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("bloating "), peripheral swelling ("swelling in feet,hand "), swelling face ("swelling in face"), joint swelling ("swelling hip,back and knee"), arthralgia ("ankle pain"), amnesia ("short-term memory loss"), mood altered ("moodiness") and ovarian cyst ("ovarian cyst"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, allergy to metals, dyspareunia, fatigue, weight increased, feeling abnormal, abdominal rigidity, dizziness, anxiety, depression, abdominal distension, peripheral swelling, swelling face, joint swelling, arthralgia, amnesia, mood altered and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, allergy to metals, amnesia, anxiety, arthralgia, depression, dizziness, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, mood altered, ovarian cyst, pelvic pain, peripheral swelling, procedural haemorrhage, swelling face, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: result: unavailable. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: pelvic pain, abdominal rigidity". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media received: reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.